Manufacturer narrative:
A replacement pump was sent to the customer. Attempts to follow up with the customer to get additional complaint information and to get the product back, including a final attempt by letter were unsuccessful. As of the date of this report, the product has not been received. The customer stated that the pump was sparking, which is a safety risk. Issue of sparking from pump is currently being investigated under (B)(4). Should additional information or the original product be received, resulting in a new, changed, or corrected information, a follow up report will be filed.

Event description:
Customer called into customer service to report that her pump started sparking.